Event description:
A dir of nurses reported that the sys was losing suction with vacuum during a surgical procedure. The procedure was completed after repriming the sys. There was no harm to the pt.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 06/11/2014. (B)(4).